Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
One (1) elevator #301 (part# 09-0257, lot # 102008j08) manufactured in october 21, 2008 was returned without packaging. The elevator was visually evaluated and the tip has been chipped. The fragmented piece was not returned. There are signs of wear indicating normal use and no signs of discoloration. There were no indications of manufacturing defects. Manufacturing history records were reviewed an no non-conformances for this lot were identified. The most likely underlying cause of the complaint issue is excessive force applied by the user. Fields were updated based on the device evaluation.

Event description:
The customer reported the tip of the elevator broke during use. No adverse events were reported, however the device is subject to the two year malfunction rule.